Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support agreed to replace the pump. The customer, who had no backup therapy available, planned to contact a healthcare provider for assistance.